Event description:
Breakage of stem at taper area. Patient will be revised later today.

Manufacturer narrative:
The product concerned in this complaint is: unknown corail stem; product code: unknown, lot number: unknown no further details were provided and the product was unavailable for return. A complaints database search could not be conducted as no product codes were provided. A review of manufacturing records could not be conducted as no lot numbers were provided. This complaint is categorised as implant fracture and thus all information received should be reviewed further is directed by wi-7915. In this instance no further information was received and thus shall not be investigated further. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.